Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the patient was intubated and sedated as the patient had received forty shocks and had gone into respiratory di stress. It appeared that the shocks were due to the right ventricular (rv) lead sensing noise as there had been over two thousand short v-v intervals just that day. It was noted that some of the therapies did put the patient into real ventricular arrhythmias, only to shock them out of them again. The detections for the lead were turned off. The lead was explanted and replaced the next day. No further patient complications have been reported as a result of this event.